Event description:
The facility contacted baxter new zeland to report a clearlink system solution set lav male luer lock adapter with retractable collar that there was 'fluid leaking out of the tubing at the connection between valve and distal end of IV set.' It was reported that this condition occurred during a saline flush. There was a patient involved, but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample that was received for evaluation was contaminated. This sample could not be evaluated. Therefore the reported condition could not be confirmed and an assignable cause could not be determined.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number.